Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the commander delivery system balloon ruptured on inflation. The valve was successfully deployed without post dilation. The delivery system was pulled back into the sheath and resistance was met so the retrieval was stopped. Vascular surgery was called for a surgical cutdown to remove the balloon and sheath. There was no alignment difficulty, and the patient was stable following the surgery. The perceived root cause of the event was calcium at the level of the sinotubular junction (stj).

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from an engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Photos were provided and following observed: balloon burst radially. Balloon wings flare out. Additionally, the 3mensio report provided was evaluated and the following was observed: calcification present in stj (red arrows). Tortuosity (box) and calcification (arrows) present in left access vessel. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. While the training manuals specific to this complaint event are not listed in the technical summary written by edwards lifesciences, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst' was confirmed based on imaging evaluation of the device-related imagery. Available information suggests patient factors (calcification) likely contributed to the event as the event description stated that the balloon likely ruptured due to stj calcium and 3mensio report revealed the presence of calcification in the stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath' was unable to be confirmed as no device and/or applicable imagery were provided for evaluation. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the event description reported that the balloon was burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.